Manufacturer narrative:
Follow-up #1 date of submission 11/17/2017-product analysis: the device was returned and evaluated by product analysis on 10/25/2017 with the following findings: review of the pump¿s black box revealed multiple rebooting events. The battery cap threads were damaged and the cap could not secure properly to the pump; a power issue was duplicated with the returned cap. A battery compartment crack and battery compartment thread damage was observed. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.